Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery. After a 180cm non-bsc guidewire crossed the lesion, a 7.0x150, 75cm mustang¿ balloon catheter was advanced for dilation. However, on the 1st inflation at 12 atmospheres, the balloon ruptured after being inflated for 20 seconds. The ruptured balloon was removed from the patient completely and replaced with an 8mmx40mm sterling balloon catheter to perform a plain old balloon angioplasty (poba). A 9mmx60mm epic stent was then deployed in the lesion and the procedure was completed. No patient complications were reported and the patient's status was good.